Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one high out of range pacing impedance measurement greater than 2000 ohms was recorded on this right ventricular (rv) lead. All other pacing and shocking impedance measurements were stable and provocation tests did not reveal any noise or sensing issues. A chest x-ray was performed but no lead damage was observed. Boston scientific technical services discussed that environmental electromagnetic interference can cause benign out of range impedance measurements to occur. The physician elected to continue monitoring the system. This rv lead remains in service at this time. No adverse patient effects were reported.